Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed, and failure analysis replicated and confirmed the customer reported event. The instrument passed the recognition and engagement tests. The instrument did not move intuitively with full range of motion in a directions. The grips did not open and close properly. This instrument grip tips were not moving intuitively, i.e. They were not following the mtm input commands smoothly on several attempts. The instrument moved an imprecise motion. The root cause was not able to be determined. This complaint is being reported based on the following conclusion: it was alleged that the instrument moved with unintuitive motion (e.g. The instrument unexpectedly jerked/jumped/swung/bowed, moved in an unexpected/unintended/unknown way). Unintuitive motion could lead to subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument moved erratically. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.